Manufacturer narrative:
Device not sold in the us. The device in question was discarded. No non-conformances were found after analysis of production records. Pericardial effusion is a potential clinical risk associated with the use of the flexcath cross device, which is the same as the risk of a procedure performed with similar, competitive devices.

Event description:
It was reported that the sheath and native dilator were advanced into the superior vena cava (svc). The patient had an aortic injury on difficult transseptal puncture leading to pericardial effusion. It was noted the patient was under local anesthesia, so no transesophageal ultrasound was performed initially. To begin, the doctor mounted the flexcath advance sheath with its dilator in the superior vena cava. The native dilator was swapped for the flexcath cross needle and the first descent was attempted. After checking the positioning in the anteroposterior (ap), right anterior oblique (rao) and left anterior oblique views, he performed the puncture using the guide. Imaging showed the guidewire was in the left atrium. Neither the dilator nor the sheath was pushed because the positioning seemed "strange." The physician opted to do another descent. On the second descent, fluoroscopy was checked, and the puncture was performed. The positioning of guidewire seemed very "strange," and the procedure was stopped. The patient reported severe pain in the lower back and lower limbs. The patient was placed under general anesthesia and a transesophageal ultrasound was performed to verify no pericardial effusion occurred. Unfortunately, a pericardial effusion was identified. It was noted that "poor positioning of the transseptal puncture resulted in an aortic wound and pericardial effusion." The physician attempted to drain the blood but was not successful. It was noted the patient's weight may have been a factor in the drainage not being successful. The case was aborted. The patient was intubated and sent to another hospital for surgical drainage. The surgery was performed, and the patient was stable. No further patient complications have been reported as a result of this event.